Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log. The device's system and central processing unit (cpu) board assembly needs to be replaced to resolve the issue. Additionally, the dc able needs to be replaced. No repairs were performed. The unit has been scrapped.